Manufacturer narrative:
The two minipolyaxial screwdrivers (product code: 2883-04-000, lot number: km828987) was not returned to the complaints handling unit (chu). While it was initially identified that the drivers were available, three requests for their return were made without the samples or a tracking number being returned. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions without the return of the device in question we are unable to confirm the reported issue or identify the root cause. If the device is returned at a later date, the complaint will be reopened and the sample will be evaluated. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Tip broken intraoperatively, no patient harm, 30 min surgery delay reported.

Manufacturer narrative:
The complaint was reopened after the samples were received on march 13th, 2017. The tips of the drivers feature a degree of wear at each edge of the hex shaped driver tip. These edges are each rounded and flattened off to a varying degree. This wear is highest at the distal tip and decreases further along the length of the tips, with no damage beyond the middle of the driver tips. No burrs have formed. The damage is limited to the rounding off of the edges of the tips. This damage could potentially occur if the instruments were not fully inserted into and flush with an associated set screw during tightening. The torque is instead applied to a limited surface area, damaging the hex head in the process. Neither instrument features a broken tip. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.